Event description:
The customer reported that the insulin pump alarmed, and the drive support cap appears to be normal. The blood glucose reading was unknown. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.